Manufacturer narrative:
Submit date: 06/07/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports that the pump kept alarming even when the feed sets were changed. The pump was brought to the biomed engineering department and after being visually inspected, the pump was rotating in both directions. This was not used on a patient.

Manufacturer narrative:
Submit date: 11/03/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit is rotating in both ways. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the units worn gearbox. The units gearbox was replaced to correct the issue. The unit was then fully tested; unit passed all testing. Kangaroo epump was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.